Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: customer returned five (5) loose 31gx8mm, 0.3ml bd insulin syringes. Consumer reported that the lines on the syringes are crooked. All 5 returned syringes were examined, and it was observed that the scale markings were slanted. A review of the device history record was completed for batch# 9308378. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200861234] noted that did not pertain to the complaint. Root cause: worn out printer pad. CAPA#1487062 was initiated.

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 had scale marking issues. The following information was provided by the initial reporter: material no: 328440. Batch no: 9308378. Verbatim: voicemail: consumer left voicemail stating that the lines on the syringes are crooked. (B)(6) 2020: I returned consumer's call for additional information. She stated that she has 5 boxes of the same product with the same lot #, she did not open all of the boxes. Consumer stated that she takes low doses of insulin and she is afraid that her doses may not be accurate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 had scale marking issues. The following information was provided by the initial reporter: material no: 328440, batch no: 9308378. Verbatim: voicemail: consumer left voicemail stating that the lines on the syringes are crooked. 10-15-20: I returned consumer's call for additional information. She stated that she has 5 boxes of the same product with the same lot #, she did not open all of the boxes. Consumer stated that she takes low doses of insulin and she is afraid that her doses may not be accurate.